Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the piece of plastic grip on cup impactor broke off when surgeon was impacting acetabular component into patient.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: examination of the device confirmed the handle had broken depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.